Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and will boot. A receiver functional test was performed and passed. The receiver log was downloaded and reviewed, and numerous receiver shutdowns above 90% battery level with the reason of a low battery were observed. An interior visual inspection was performed and passed. Trouble-shooting for receiver and battery was performed and no issue with the receiver was found, but a defective battery was observed. The reported event of initializing screen without manual restart was confirmed. The root cause was determined to be a defective battery.